Manufacturer narrative:
This event was to be reported in a retrospective summary report under exemption. The intended scope of that report was revised by FDA, and this event is now outside the scope. Visual examination, device history review, complaint history review results - device history review shows no reported discrepancies. Complaint history review shows there has been no other reported events for this lot number. Conclusion - root cause could not be determined.

Event description:
It was reported that, "patient revised due to failed rotating platform. Tibial components were depuy manufactured. Doctor was implanting the tibia tray and the augment appeared to loosen when impacted. As he was driving the tibia down the augment loosened approx 1 cm; however, he continued to drive it down, and it seated flush against the tibial component. The augment seemed to sit within the rail and appeared solid. Augment was left in place. No expected impact to patient. Locking mechanism on the augment may have been compromised during implant. Will request post-op xrays and op report."